Event description:
Information was received from a company representative regarding a patient who was receiving dilaudid 20 mg/ml; 9.788 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the pump was interrogated and a motor stall was seen. The patient was at home when a motor stall occurred 06:07 with recovery 06:22. The patient did not recently have magnetic resonance imaging (MRI). No symptoms were reported. No troubleshooting was performed and there was no reoccurrence. The cause of the motor stall was unknown. Regarding if the motor stall reoccurred since (B)(6) 2016 or had the issue with motor stalls been resolved it was indicated as ¿no.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.